Manufacturer narrative:
The reported complaint was confirmed. The issue was discovered by a biomedical engineer that was trained by the manufacturer but a cause was not able to be established. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed the ultrasonic air sensor (uas) to operate as intended throughout the evaluation. The uas cable and air bubble detector (abd) module were not returned to the manufacturer for evaluation.

Manufacturer narrative:
Per the user facility's perfusionist, they were unable to duplicate the issue when a different abd was installed. A replacement abd was sent to the user facility. Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart-lung machine (hlm) was getting a high rate of alarms when setting the air bubble detector (abd) alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.